Event description:
It was reported that after implant and the pocket was closed the lead had pulled back. It was noted that while the patient was still on the table the lead was re-fluroed and it was found that the tip was in place but there was no slack left in the lead. The thresholds increased and were variable depending on the position of the patient. There were also several short interval oversensing noticed due to unstable lead position. The pocket was reopened and slack was added to the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, lead, implanted: (B)(6) 2014. (B)(4).